Event description:
Customer reported blood pump tubing leaking with no alarm. This was the third day that machine had been running. Pt's blood was not returned and the blood contained in the set was lost. Pt was removed from machine without any intervention or fluid replacement.